Event description:
It was reported that the patient presented to clinic. Upon interrogation, the right atrial leadless pacemaker (ralp) and right ventricular leadless pacemaker (rvlp) exhibited communication issues with conductive telemetry. Ralp also showed loss of capture. Programming adjustments were made, including disabling i2i and reprogramming to restore function. Both devices were successfully interrogated, and the capture issue was resolved. There were no patient consequences and patient was discharged.

Manufacturer narrative:
The reported event of failure to capture by the aveir right atrium leadless pacemaker (ralp) could not be confirmed. Based on the information provided, the device appeared to be performing per design. In all tested cases and combinations, lps configured equivalently performed as intended and as expected.